Event description:
Nurse hung bendamustine ivpb. The closed-system tubing came apart from bag (spike remained in ivpb port) and bendamustin spilled onto the patient, floor and chair patient was sitting in. FDA safety report ID # (B)(4).